Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, lesion in the mid left anterior descending artery with 95% stenosis. An attempt was made to direct stent with a xience prime 2.5 x 23 mm; however, there was resistance in tracking the stent due to heavy calcification. It was noticed that when maneuvering the stent catheter the proximal hub of the catheter broke due to repeated attempts in pushing the catheter. The device was able to be removed successfully. Another xience prime 2.75 x 23 mm stent was used to treat the lesion. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no pre-dilatation; against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned 2.5 x 23 mm xience prime stent delivery system (sds) noted the stent implant was stationary on the tightly folded balloon between the markers, with no damage noted. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. It was confirmed that the hypotube had separated at the distal end of the strain relief tubing. The fracture faces were ovaled, as if kinked prior to separating. The hypotube jacket was stretched and separated at the same location. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. In this case, the patient anatomy was mildly tortuous and heavily calcified, which likely contributed to the reported failure to cross. The shaft most likely kinked during the repeated attempts to advance the sds in the calcified anatomy and further manipulation of the shaft would have contributed to the shaft separating. Reportedly, no pre-dilatation was performed prior to the repeated attempts to cross due to heavy calcification and when maneuvering the sds, the proximal hub broke due to repeated attempts in pushing the catheter. It should be noted that the instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. The IFU further states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, it appears that the IFU deviations contributed to the reported difficulties. To assure that all products perform according to specification, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected for kinks during the manufacturing process and a sampling of units is destructively tested to verify lumen integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint handling database and there have been no other incidents reported for shaft separations for this lot. There is no indication of a product quality deficiency.